Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31-dec-2025, it was reported by a sales representative via (B)(4) that an ar-3671ds fibertak biceps instrument set, drill would not go through the guide. It got stuck in the guide when the surgeon was attempting to drill. The anchor did not deploy, so they had to drill in a different location. This was discovered during the case. Another device was used to complete the case.